Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred during pumping. There was no reported impact to the user's blood glucose level. Reportedly, the user loaded a new cartridge successfully. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.